Event description:
A sales representative reported on behalf of a customer that the pro8300sb, hall microfree oscillating saw device was used in a foot and ankle procedure on (B)(6) 2024, and they ¿had a recip saw break today during surgery. Patient wasn¿t harmed.¿. Further assessment found that all fragments were retrieved from the surgical site, and the procedure was completed as normal with an alternate device and a delay of ¿3 minutes for a new saw¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Evaluation of the device found saw head ¿ broken yoke. Preventative maintenance is overdue. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be lack of preventative and / or exceeded use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of two reports, regarding two devices, for this device family and failure mode. During this same time frame 1,383 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.001. Per the instructions for use, the user is advised the following: the hall® microfree¿ battery handpieces (pro8000sb, pro8100sb, pro8200sb, pro8250sb, pro8300sb, pro8400sb, pro8600sb) and attachments shall be returned every 12 months for servicing. Handle all equipment carefully. If any equipment is dropped or damaged in any way, return it immediately for service. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the pro8300sb, hall microfree oscillating saw device was used in a foot and ankle procedure on (B)(6) 2024, and they ¿had a recip saw break today during surgery. Patient wasn¿t harmed.¿. Further assessment found that all fragments were retrieved from the surgical site, and the procedure was completed as normal with an alternate device and a delay of ¿3 minutes for a new saw¿. There was no injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.